Manufacturer narrative:
Product event summary: analysis could not confirm the report of a "short." It was confirmed that electrocardiogram (ECG) cable port was loose, and the display was cracked. It was also found that the power cord bay was broken, and the keyboard latch was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a loose electrocardiogram (ECG) cable port, and noisy telemetry. When the connection was being adjusted, an electrical short was felt. The individual who felt the short was not injured, and did not require medical treatment. It was also reported that the monitor was cracked. The programmer has been returned for service. No patient complications have been reported as a result of this event.